Manufacturer narrative:
Evaluation, method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with her scs system consisting of an ipg and paddle lead on (B)(6) 2009. It was reported on (B)(6) 2010, pt experienced several overstimulation sensations at the ipg pocket site (buttocks) on 3 occasions while the ipg was turned off. Over the next few days pt continued to experience more intermittent overstimulation sensations with ipg turned off. The physician explanted the ipg on (B)(6) 2010. Follow up on the pt found that she no longer has the reported overstimulation sensations.